Event description:
It was reported that this footswitch would not operate properly and needed repair. There were no injuries or surgical delay reported with this event.

Manufacturer narrative:
Investigation findings: the footswitch was received for investigation and during testing was found to have the potential to activate on its own. Further investigation found damage to the cable and the coupling was pulled out from the base of the foot pedal. In addition, there are no repair records found for this footswitch. The instruction manual supplied with this device, warns the user to: handle all equipment carefully. If any equipment is dropped or damaged in any way, return it immediately for service. Do not excessively bend or kink the instrument/handpiece cord. C) always inspect cords for signs of excessive wear or damage. If wear or damage is found, discontinue use and replace immediately. Conmed linvatec will continue to monitor this failure mode.